Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in bvvi reset with no high voltage therapy. During the analysis of the ICD, an arc mark and hv output damage were found. Lead damage suspected.